Event description:
It was reported that the pt experienced an overstimulation sensation. He was reprogrammed on (B)(6) 2011 and the adjustments "didn't go well". Add'l info received reported that the reprogramming was performed to isolate coverage for right foot reflex sympathetic dystrophy. The pt was receiving right flank to groin shocking sensation when stimulation was on. The shocking ceased when stimulation was off. An impedance test showed that all electrodes were functional and none were out of range. The pt was referred for a revision consultation but an appointment had not been set. It was reported that the pt was not currently using his device. Due to a fear of shocking. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).